Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Investigation currently on-going.

Event description:
The user facility reported the angioseal sts plus did not deploy/set anchor. The following information was provided by the user facility: the 6 french device did not deploy/set anchor, therefore the collagen was not deployed, and the sheath and entire device was retrieved out of the wound track and patient. D'stat dry was used in conjunction with 10 minutes of manual compression. Femostop was then deployed and then patient was sent to recovery. The patient was reported to be stable, however, the patient experienced nausea while femostop was in place. There was no hemotoma. The patient was discharged on (B)(6) 2017. There was no patient consequences.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation. One each of the following 6f angio-seal vip evolution components was received for evaluation: hemostasis sheath and carrier tube assembly. No obvious shipping damage was present. A blood-like substance was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position and the hemostasis sheath was torn at tip. The anchor was detached and not returned and the collagen was covered by solid mass of dried blood like substance. There was tear damage to the hemostasis sheath and carrier tube. Functional testing was performed and the tip of the cta was soaked in water and pulled to check the integrity of the knot between suture and collagen; no anomalies were noted. No damages were noted on the clear and black heat shrinks and the tamper tube. The presence of the knot/collagen and intact suture loop was verified visually. The anchor was not returned. The exact cause cannot be determined with available information but the overall device condition suggested full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath, or resistance encountered during carrier tube advancement through the hemostasis sheath. A follow up report will be submitted once the investigation is complete. For this reason, evaluation has been referenced in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.